Manufacturer narrative:
The device was received partially deployed with the slide insert in the viewing window and the linkage assembly in the fully deployed state. During initial inspection of the device the formed needle was seen exposed past the bottom housing into the exposed portion of the soft cannula. Upon removing the top housing the formed needle fully retracted. No damage or deficiencies were found with the needle mechanism. However, deep score marks were observed on the underside of the top housing indicating that the linkage assembly was misaligned. This is why the needle mechanism didn't retract all the way after deployment. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. No timeouts, drive stalls, or alarms were observed in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 320 mg/dl while wearing the pod between 24 and 36 hours. The patient noticed the pod was leaking and felt insulin on there skin.